Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. The cause of death was reported to be cardiac arrest. The patient was reportedly on the hc device at the time of death. The patient was admitted to the hospital following the heart attack and died later the same day. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. A visual inspection was performed with no abnormalities noted. Temperature monitoring and accuracy checks were performed and the device was determined to be within specifications. The device underwent a simulated therapy with no issues noted. Upon conclusion of the investigation, no failures or malfunctions were identified that could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A review of the service history was performed. The review of service history did not identify any previous servicing events that could have contributed to the reported issue of patient passing away. Should additional relevant information become available, a supplemental report will be submitted.